Event description:
An olympus field service engineer reported on behalf of a customer that a leakage sound was coming from the high flow insufflation unit. The event was found during maintenance. There was no report of patient harm.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and confirmed that the leakage noise was coming from the subject device. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The noise was coming from the back side of the device and was determined that it was caused by a faulty gas regulator. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty primary decompressor. However, the specific cause of the faulty primary decompressor was not established at this time. Olympus will continue to monitor field performance for this device.